Event description:
The customer reported a possible back check valve failure. A tylenol secondary infusion may have backed up into the primary normal saline infusion. The normal saline was infusing at 25 ml/hr. There was no report of pt harm or med intervention. No additional pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Pt info requested and all available info is included in section a and b. This report was filed by the MFR. Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.